Manufacturer narrative:
According to the gore® excluder® aaa endoprostheses instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement.

Event description:
In 2008, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2015, a proximal type I endoleak was discovered on follow up. The endoleak is attributed to aneurysm enlargement. On (B)(6) 2015 a reintervention occurred to treat the type I endoleak. An additional aortic endograft was implanted. The endoleak was resolved.